Event description:
During an angioplasty procedure to treat the femoral artery, it was reported that a complete se device was implanted in a patient ap proximately 9 months post use by date. This was noted when doing inventory. No damage noted to device packaging or issues noted removing device from hoop/tray. The product was consignment at the account. Medtronic is responsible for monitoring product and the account has a supervisor controlling the material as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.